Event description:
Asr revision reported by sales rep; asr xl - left hip. Reason for revision: rec'd (B)(4) 2015, left hip; revision/mechanical loosening of internal prosthetic joint. MRI verified soft tissue changes. Physician recommended revision. Revised to depuy asr tm, porocoat ha coated, summit tapered hi stem w/ poracoat.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).  Depuy synthes has been informed that the lot number is not available.